Manufacturer narrative:
H.6. Investigation summary: bd received 40 samples from the customer for investigation. 20 returned samples from each batch 0003983 and 9329595. All samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the tubes are under filling with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 5000 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: citrate tubes under filling.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9329595, medical device expiration date: 2020-08-31, device manufacture date: 2019-11-25, medical device lot #: 0003983, medical device expiration date: 2020-09-30, device manufacture date: 2020-01-03. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tubes are under filling with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 5000 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: citrate tubes under filling.